Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre-cardioversion device check, device was found to exhibit functionally undersensing of atrial fibrillation. Programming changes were made to resolve the issue. Patient was symptomatic.